Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with =(B)(4) units of insulin during the load sequence with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.